Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (blank screen/clicking noise) was confirmed. Upon eval, the power brick was found to be defective. The root cause for the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger screen was blank and it was making a clicking sound. The pt was issued a replacement battery charger/modem.